Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there were bone fragments present on the pre-operative CT (x-ray computed tomography) scan but not on the images for the implant design. These bone fragments were removed from the patient. When the surgeon placed the implant so the temporal and frontal area fit, the parietal area sat proud. If the surgeon adjusted the implant so the parietal area fit, then the temporal and frontal area sat proud. It was additionally reported that there were discrepancies between the actual implant and the implant model; the model implant was thinner than the actual implant. The actual implant beveled edge was much more prominent that the model implant. The post-operative results were reported as good. It was reported that although the outcome was good, the surgeon spent three (3) hours contouring both the implant and the patient's skull to achieve a fit.

Manufacturer narrative:
Patient last initial reported (B)(6). Patient date of birth/age, gender, and weight are unknown. This report is for one (1) unknown psi implant. Without a valid part and lot number, the UDI is not available. The device was not explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Unknown, as specific part and lot numbers for the complainant psi implant were not provided. The likely 510k, which has been added to the associated medwatch field, is k033868. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that a patient underwent a cranioplasty procedure on (B)(6) 2016. During insertion of a patient specific implant (psi) device, it was noted that the design was significantly off in terms of size, resulting in a large discrepancy between the patient&#62688;skull and the psi implant. In order for the psi implant to fit, the surgeon needed to contour the patient&#62688;skull. The procedure was prolonged by three (3) hours. No additional information pertaining to patient or procedural outcomes were available. This report is for one (1) unknown psi implant. This report is 1 of 1 for (B)(4).